Event description:
Facility reports one incident in which the venous blood line patient connector separated from patient's catheter. Staff reported no difficulty with this connection at initiation of treatment. Patient was administered 1000 cc normal saline and transported to local hospital. Pt was released the following day and has resumed regular dialysis treatments. Estimated blood loss between 250 - 500cc.